Event description:
It was reported to philips that the system was not switching on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not switching on. The fse tried various troubleshooting methods by connecting the hard disc of host pc directly into the motherboard, uploading new ghost program into new hard disc and restarting the system, which didn¿t resolve the issue. The philips engineer replaced host pc, uploaded license and turned on the system and found that the geometry module was defective. The geometry module was replaced by fse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.